Event description:
It was reported that pump experienced repeated malfunction alarms, with customer noting consistent high blood glucose levels that had recently led to an emergency room visit. There was no adverse impact to the customer¿s blood glucose level. Customer had previously been resetting pump without contacting support, and technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, guided customer on placing pump in storage mode and returning it within required timeframe and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.